Event description:
It was reported that during testing for product demonstration at a user facility the sonopet universal straight handpiece grip became hot during use. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was evaluated and no problems were found. It was identified during communication with the user that irrigation was set below the device instructions for use. The device was not repaired and returned to the customer. The device passed all testing before being returned.

Event description:
It was reported that during testing for product demonstration at a user facility the sonopet universal straight handpiece grip became hot during use. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.